Event description:
Device located in the or suite and plugged into the ac outlet. The concentration control valve was in the off position. Smoke was noted coming from plug insertion site on the vaporizer. Unit was unplugged and removed from or suite. No pt involvement.